Event description:
Patient was revised due to loosening of the acetabular liner. The liner was cemented into a competitor's cup at the primary surgery.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The initial information states the depuy device was cemented in competitor acetabular cup. This use with competitor product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.